Manufacturer narrative:
Section a1-patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant potassium results generated on the architect c8000 processing module for 72-year-old male patient. The customer is questioning all the potassium results. The following data was provided: customer¿s normal range: 3.5 to 5.1 mmol/l. (B)(6) 2024 sid (B)(6) result (architect (B)(6)) = 2.1 mmol/l (sst tube). (B)(6) 2024 @13:21 sid (B)(6) result ((B)(6)) = 3.44 mmol/l (sst tube). (B)(6) 2024 @08:37 sid (B)(6) result ((B)(6)) = 2.4 and 2.39 mmol/l (sst tube). (B)(6) 2024 @16:50 sid (B)(6) ((B)(6)) = 9.62 mmol/l and 9.57 mmol/l. (B)(6) 2024 @18:41 sid (B)(6) results ((B)(6)) = 6.04 mmol/l and 6.04 mmol/l (heparin tube). (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 6.69 mmol/l (heparin tube). (B)(6) 2024 @20:40 sid (B)(6) initial result ((B)(6)) = 7.11 mmol/l and 7.10 mmol/l (heparin tube). (B)(6) 2024 @ 10:09 sid (B)(6) result ((B)(6)) = 2.8 mmol/l (sst tube). (B)(6) 2024 @ 14:51 sid (B)(6) result ((B)(6)) = 3.1 mmol/l (sst tube). (B)(6) 2024 @ 07:48 sid (B)(6) initial result ((B)(6)) = 1.7 mmol/l (sst tube). (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 1.65 mmol/l and 1.64 mmol/l (sst tube). There was no impact to patient management reported. Update: on 16may2024, the customer provided additional information. The customer sent the same samples to another hospital which utilized the siemens atellica instrument. The following data was provided: siemens potassium reference range: 3.5 to 5.1 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 3.6 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 2.4 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 3.0 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = >10 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = insufficient sample. (B)(6) 2024 sid (B)(6) potassium result = >10 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 3.1 mmol/l. (B)(6) 2024 sid (B)(6) potassium result = 2.4 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the architect c8000 processing module. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the ict sample diluent, lot number 36567un22 were identified.

Event description:
The customer observed discrepant potassium results generated on the architect c8000 processing module for 72-year-old male patient. The customer is questioning all the potassium results. The following data was provided: customer¿s normal range: 3.5 to 5.1 mmol/l. (B)(6) 2024 sid (B)(6) result (architect (B)(6)) = 2.1 mmol/l (sst tube). (B)(6) 2024 @13:21 sid (B)(6) result ((B)(6)) = 3.44 mmol/l (sst tube). (B)(6) 2024 @08:37 sid (B)(6) result ((B)(6)) = 2.4 and 2.39 mmol/l (sst tube). (B)(6) 2024 @16:50 sid (B)(6) results ((B)(6)) = 9.62 mmol/l and 9.57 mmol/l. (B)(6) 2024 @18:41 sid (B)(6) results ((B)(6)) = 6.04 mmol/l and 6.04 mmol/l (heparin tube). (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 6.69 mmol/l (heparin tube). (B)(6) 2024 @20:40 sid (B)(6) initial result ((B)(6)) = 7.11 mmol/l and 7.10 mmol/l (heparin tube). (B)(6) 2024 @ 10:09 sid (B)(6) result ((B)(6)) = 2.8 mmol/l (sst tube). (B)(6) 2024 @ 14:51 sid (B)(6) result ((B)(6)) = 3.1 mmol/l (sst tube). (B)(6) 2024 @ 07:48 sid (B)(6) initial result ((B)(6)) = 1.7 mmol/l (sst tube). (B)(6) 2024 sid (B)(6) repeat result ((B)(6)) = 1.65 mmol/l and 1.64 mmol/l (sst tube) . There was no impact to patient management reported. Update: on (B)(6) 2024, the customer provided additional information. The customer sent the same samples to another hospital which utilized the siemens atellica instrument. The following data was provided: siemens potassium reference range: 3.5 to 5.1 mmol/l. 13may2024 sid (B)(6) potassium result = 3.6 mmol/l. 13may2024 sid (B)(6) potassium result = 2.4 mmol/l. 13may2024 sid (B)(6) potassium result = 3.0 mmol/l. 13may2024 sid (B)(6) potassium result = >10 mmol/l. 13may2024 sid (B)(6) potassium result = insufficient sample. 13may2024 sid (B)(6) potassium result = >10 mmol/l. 13may2024 sid (B)(6) potassium result = 3.1 mmol/l. 13may2024 sid (B)(6) potassium result = 2.4 mmol/l. There was no impact to patient management reported.